Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe in the bulk sterile convenience pak leaked. The following information was provided by the initial reporter: "today one of the pharmacists came to us regarding some of the 20ml tray syringes they were having problems with. They were leaking."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-apr-2022. H.6. Investigation: our quality engineer inspected the 3 samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the samples. The 3 samples were visually inspected, and no defects or imperfections were found. All the samples also underwent leakage testing and none of them showed any signs of leakage. Bd cannot determine a root cause for the reported failure since the failure was not confirmed during sample testing. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd luer-lok¿ tip syringe in the bulk sterile convenience pak leaked. The following information was provided by the initial reporter: "today one of the pharmacists came to us regarding some of the 20ml tray syringes they were having problems with. They were leaking."